Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device production history files were reviewed and found to be in order, indicating that the device was released pursuant to the product specifications. The device was returned and evaluated by the manufacturer. No failure was detected and the device was found to be within its specification. Since the device returned fired, the alleged failure could not be duplicated and no further conclusions could be drawn.

Event description:
The car device has been loaded, and before transanal introduction, the surgeon used paraffin oil to moisten the instrument. At this moment the ring loosened from the device and fell. A new car device was then used.